Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text. The 26mm sapien 3 ultra valve, commander delivery system and esheath were not returned to edwards lifesciences for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. No case imagery or photographs of the devices were provided for review. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. Although the complaint was confirmed, a complaint history review was not required as the issue had been previously identified in a product risk assessment, which captures the root cause analysis for the issue. The instructions for use (IFU), device preparation training manual, procedural training manual, and procedural manual were reviewed for guidance involving esheath and delivery system usage. The user is instructed to ensure adequate vessel access and not to use the esheath in tortuous or calcified vessels that would prevent safe entry of the sheath. Additional considerations include proper screening as this is critical to reduce vascular complications. Push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcium. Do not force sheath. Regarding delivery system insertion through sheath: orient the delivery system with the flush port pointing away and the edwards logo facing up, ensure delivery system is locked in default position. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2 cm. In expectation of high friction, use short movements. If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. During the manufacturing process, during incoming inspection, the valve frames undergo 100% visual and dimensional inspections by manufacturing and quality. Following the cleaning and drying cycle, the valve frames undergo 100% visual inspection under a minimum 10x magnification. The lot met the statistical acceptance criteria as the calculated lower tolerance limit (ltl) and/or upper tolerance limit (utl) of each testing fall within the respective lower specification limit (lsl) and/or upper specification limit (usl). During manufacturing, all sapien 3 ultra valve assemblies undergo multiple 100% visual inspections. During final assembly, the valve undergoes 100% visual inspection before and after holder attachment. These inspections during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint was not able to be confirmed due to the unavailability of the device or case imagery. Due to device unavailability, potential manufacturing non-conformance was unable to be determined. However, a review of the lot history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. As reported, ¿during the advancement of the valve, resistance (similar to that encountered with a tortuous vessel) was encountered. As the valve exited the esheath, a strut was observed to be bent backwards.¿ as reported, the angle of insertion was inserted at greater than 60 degrees and the patient access vessel had mild calcification. Inserting a device at a large steep angle and a calcified access vessel may lead to resistance and high push force. Per training manual, ¿push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification¿, ¿if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system¿, and ¿do not over-manipulate the sheath at any time¿. It is possible that difficulty was encounter during the delivery advancement, so excessive manipulation was applied to overcome the resistance. If excessive force is applied, it can lead to the valve struts catching within the sheath and result in bent struts. These patient/procedural conditions, in conjunction with the exposed apices of the crimped sapien 3 ultra thv, may increase the rate of frame damage. A CAPA has identified potential areas for sapien 3 ultra design/process improvement to mitigate against the failure. Although a definite root cause could not be determined, available information suggests that procedural factors (device insertion angle and excessive manipulation), in addition to patient factors (vessel calcification) may have contributed to the reported event. No labeling or IFU/training inadequacies were identified, a product risk assessment has previously been initiated to capture the product risk assessment, and a CAPA has been initiated to capture further investigation and corrective/preventive action activities. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-13749.

Manufacturer narrative:
UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event, and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported, during a transfemoral tavr procedure, some resistance was encountered during insertion of the commander delivery system and 26mm sapien 3 ultra valve through the introducer / loader. During the advancement of the valve through the 14fr esheath, resistance (similar to that encountered with a tortuous vessel) was encountered. As the valve exited the esheath, a valve strut was observed to be bent backwards. The decision was made to withdrawal the devices. Difficulties were encountered during the withdrawal of the sheath, delivery system, and valve. The sheath had to be removed by itself, and a 22fr non-edwards sheath was placed over the delivery system, and valve so the devices could be removed. A new esheath, commander delivery system and 26mm sapien 3 ultra valve were prepared, and used. The new valve was successfully deployed. At the time of the report, the patient was in stable condition, and has been discharged to home without further complications. The valve remains implanted in the patient. The access vessels were reported to have ¿very large lumen¿ with mild calcification and mild tortuosity.